Event description:
Same case as MDR #s: 2134265-2011-05018 and 2134265-2011-05017. It was reported that during preparation for a rotational atherectomy treatment procedure, foreign material was noted on the guide wire. The target lesion was located in an unspecified vessel. During preparation outside of the body, a substance like white wax was noted on the distal section of the 325cm floppy rotawire guide wire. The physician was unable to determine if the white substance was excess lubricant. The procedure was completed with another rotawire guide wire. No patient complications were reported and the patient's status was recorded as good.

Event description:
Same case as MDR #s: 2134265-2011-05018 and 2134265-2011-05017. It was reported that during preparation for a rotational atherectomy treatment procedure, foreign material was noted on the guide wire. The target lesion was located in an unspecified vessel. During preparation outside of the body, a substance like white wax was noted on the distal section of the 325cm floppy rotawire guide wire. The physician was unable to determine if the white substance was excess lubricant. The procedure was completed with another rotawire guide wire. No patient complications were reported and the patient's status was recorded as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in a generic plastic bag with its original pouch, loaded in the hoop. Visual and tactile inspection performed, revealed no issues with the product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).